Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. Our field service engineer (fse) was on-site to investigate the issue. The investigation determined that the inspiratory gas pressure transducers pcb was faulty and required replacement. However, the customer did not approve the service order; therefore, the necessary repairs were not performed, and the anesthesia system remains non-operational. An evaluation of the received device logs confirmed the reported issue. The system checkout was not preformed prior to the reported event, unsuccessful system checkouts recorded in the ate of event. Additionally, and multiple unsuccessful sco attempts were recorded on the event date. Several diagnostic tests failed due to the malfunctioning pressure transducer. Furthermore, the technical log for the date of the event showed multiple instances of technical error codes indicating airway pressure sensor faults. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the inspiratory gas pressure transducers pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero-pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Based on the fse¿s investigation and an evaluation of the device logs, our conclusion is that the reported failure is attributed to the inspiratory pressure transducer pcb. Since no repair was conducted, the root cause of the reported issue could not be determined.

Event description:
Manufacturer's reference number: (B)(4).